Manufacturer narrative:
(B)(4). (B)(4). Ejected clips. Evaluation summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument lock out was functional. Even though the clips were ejected no slow feed was noted. However, it could not be determined what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the loading speed of the clip was slower than usual. Another device was used to complete the procedure. There were no adverse consequences for the patient.